Event description:
Device has been explanted.

Event description:
Patient reported right side "rippling," and additionally reported an MRI notes "silicone in the lymph nodes." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: calcification white in the surface of the shell, wear abrasion, crease fold and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is "rippling" and "silicone in the lymph nodes''.

Event description:
Patient reported right side "rippling'', and additionally reported an MRI notes "silicone in the lymph nodes''. Device remains implanted.